Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported intervention. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes: chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient tried to activate a pod and the needle struck a vein. The site immediately began bleeding very heavily after a few minutes of wearing the pod. They had to call the ambulance to help stop the bleeding. When the ambulance arrived they tied the patient's leg and applied pressure to the site. After a few hours the site stopped bleeding. The mother and patient both denied transportation to the hospital.